Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
In june (unk year), the pt had a "sab hunt & hess degree IV" from an anterior communicating artery aneurysm. The pt had an embolism. It was reported that the pt was "okay" after that. Then, on (B)(6) 2010, the pt had post hemorrhagic hydrocephalus and the first shunt (gav 5/30-ventil) was implanted. Due to a shunt dysfunction, the gav 5/30-ventil was explanted and another valve (integra nph low flow valve: (B)(4)) along with a rickham reservoir were implanted on (B)(6) 2011. It was reported that the clinical development of the pt had become significantly worse after this implantation. It was reported that the surgeon had a suspicion of valve dysfunction because there were several therapeutic punctures of the rickham reservoir. After these punctures, the pt's headaches disappeared. The pt was more dynamic and his gait was more fluid after the punctures. Hence, the surgeon decided to replace the integra nph low flow valve with the hakim-medos-valve with a pressure level of 100 mmhg on (B)(6) 2011. There was pt improvement after the surgery. The pt felt better, had less headaches, and the pt walked with more ease.